Manufacturer narrative:
Device model and sn remains unknown at this date, despite 2 reminders to the complainant.

Event description:
It was reported that: programmer state to be in year 2006 and cannot be corrected. Furthermore, measurements from the last check is also from 2006. The programmer has also set the pacemaker back to default settings without us asking it to. Pacemaker model and sn unknown.

Manufacturer narrative:
As no information was provided and as the serial number of the device is unknown and no data was provided, no conclusion could be established. The event is recovered in our database for trends purposes. If new information become available, the case will be reopened.

Event description:
It was reported that : programmer state to be in year 2006 and cannot be corrected. Furthermore, measurements from the last check is also from 2006. The programmer has also set the pacemaker back to default settings without us asking it to. Pacemaker model and sn unknown.